Event description:
During a renal angioembolization, while delivering the first trufill pushable coil, the coil stuck in the distal portion (120cm) of the microcatheter. As per the affiliate, the coil seemed to stick in the distal portion of the microcatheter. The ptfe lining of the microcatheter accordioned. A continuous flush solution was maintained through the microcatheter during the procedure, and no difficulties or resistance was noted during insertion of the coil into the microcatheter. There were no abnormalities noted in either the microcatheter or the coil prior to use. The microcatheter and coil were removed without any adverse effects to the patient. The procedure was successfully completed with a prograde microcatheter (terumo).